Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed that the pump battery charged from 60% to 100% within 4 minutes. The battery then depleted to 45% by the following day. The customer¿s blood glucose level was 154 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.